Event description:
Surgeon revised prior tha for loose femoral head. Femoral head loose on taper.

Manufacturer narrative:
An even regarding disassociation involving an accolade stem that was mated with a metal head was reported. The event was confirmed through material analysis of the returned device. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 20 november 2019. This inspection indicated: biological material was observed on the main body of the stem. Damage was observed on the trunnion, neck, and main body of the stem consistent with the implantation/explantation process. Damage was observed on the trunnion consistent with loss of taper lock. Symmetrical damage was observed on the proximal end of the trunnion consistent with loss of taper lock. The material analysis report concluded: biological material was observed on the main body of the stem. Damage consistent with the implantation/explantation process was observed on the neck and main body of the stem. Damage on the trunnion and symmetrical wear on the proximal end of the trunnion were observed and are consistent with loss of taper lock. Scratching consistent with contact against a hard object was observed on the head articulating surface in addition to burnishing. Debris was observed on the head taper and eds confirmed the chemical composition was consistent with an oxide, corrosion process, base material, biological material, material transfer from the stem, and the decontamination process. Elemental analysis confirmed the base material of the stem is consistent with an astm f1813 alloy and the base material of the head is consistent with an astm f1537 alloy.based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-rays provided do not confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the material analysis report concluded: biological material was observed on the main body of the stem. Damage consistent with the implantation/explantation process was observed on the neck and main body of the stem. Damage on the trunnion and symmetrical wear on the proximal end of the trunnion were observed and are consistent with loss of taper lock. Scratching consistent with contact against a hard object was observed on the head articulating surface in addition to burnishing. Debris was observed on the head taper and eds confirmed the chemical composition was consistent with an oxide, corrosion process, base material, biological material, material transfer from the stem, and the decontamination process. Elemental analysis confirmed the base material of the stem is consistent with an astm f1813 alloy and the base material of the head is consistent with an astm f1537 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are required to determine a rot cause.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised prior tha for loose femoral head. Femoral head loose on taper.